Event description:
Pt has history of infection and multiple surgeries on right hip, with previous revision arthroplasty performed in 2000 and 10/2000. Distal stem component was reported to have fractured requiring additional surgery in 2002.